Event description:
Initial description of the event, received by cordis on (B)(6) 2018. "Was tipped off of a elunir stent thrombosis at a satellite hospital in the university of md system. What I do know is stent thrombosed within 72 hrs in lad. My understanding is they had to place an additional (non-elunir) stent to revascularize" additional information received by crdinal health on sep, 10,2018. "We had an elunir stent thrombosis, developed after isr stenting with elunir: appx. 72hrs =>pat. Readmitted=> re-pci => patient doing well. Site: (B)(4)."

Manufacturer narrative:
On october 29, 2018, an IFU review had been performed with the following findings: "no additional information was received, therefore it's unknown whether there was any deviation/violation of the IFU." On november 05, 2018, final report had been issued with the following conclusions: 1. Medinol's commercial products' dhrs are checked to verify that all manufacturing and release test documentation is present and meets requirements. However, for this complaint the specific DHR could not be checked as the related lot number was not available. 2. There is no evidence to suggest that there were any manufacturing issues that contributed to the reported event. 3. The investigation was limited as we did not receive the used product or the angiogram. It is not possible to reach a definite conclusion as to how and why this event happened with the information that we received. 4. More than three attempts were made for the for the additional information on sep. 12, 2018, sep. 26, 2018, oct. 3, 2018, oct. 10, 2018 and oct. 18 with no success. 5. There was no injury to patient, the procedure was completed with a different stent.